Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was lethargic and confused to time, situation and place. They also reported worsening pain associated with an existing driveline exit site infection (B)(4). They had previously had incision and drainage (I&d) surgery (B)(4). The patient also has a history of multiple loss of power alarms and were unable to provide reliable history surrounding the loss of external power events. Log files submitted for review captured no external power alarms and multiple other associated alarm types on 15aug2024 and 10sep2024 which were caused by power to the mobile power unit (mpu) being briefly interrupted. One isolated emergency backup battery (ebb) fault was noted on 03sep2024 which self-resolved. The clinical symptoms/cultures, cause of lethargy and confusion, and a neurological event being diagnosed where unable to be assessed. The patient was being actively treated. The mpu had a v-lock connector. The patient could not recall if a power cord came loose. The patient could not provide information on the environmental circumstances at the time. The mpu was not exchanged and was not returned.

Event description:
Related MFR#: 2916596-2024-06536 (previously reported onset of driveline infection).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power was confirmed via the submitted log file. The reported event dates 15aug2024 10sep2024 were reviewed, and the log file captured a brief no external power and low voltage hazard alarms on 15aug2024 from 11:32:36 to 11:32:58 and 10sep2024 from 09:28:37 to 09:30:03. The events captured is consistent with temporary losses of ac power while connected to the mpu. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The alarms were resolved in both cases when external power was restored to the controller. The pump maintained a speed above the low speed limit throughout the log file. No other notable alarms were active in the log file. Additional information stated that the patient was not sure if there were environmental circumstances that would have affected ac power or if the mpu was unplugged from the outlet, or mpu, at the time of the events. It was confirmed that the mobile power unit had a v-lock connector. The root cause of the reported event could not be determined off the information provided. The device history record for the mobile power unit (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on 03jan2019. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.